Event description:
No osseointegration, thread tap used, primary stability was achieved, implant was completely covered by bone, preceding/simultaneous bone augmentation, infection, pain, increased sensitivity, swelling, mobility.